Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. It was noted the patient had not recharged or used the ipg since 2013. The ipg also reflected a communication error. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Follow-up information revealed effective therapy was established following the procedure.